Manufacturer narrative:
Other text: a philips repair bench technician evaluated the device and confirmed the issue. The repair bench technician replaced the processor pca, power pca, therapy pca, and ac power module. These components have been returned to the philips failure analysis lab and are currently being evaluated. Once we receive the failure analysis lab results, a final report will be submitted.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device had an alert on the display stating 'power supply failure' even though device still plugged into mains and the mains light was green. There was no patient involvement.